Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin in the system controller dual power lead was confirmed. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review with events spanning approximately 15 days (25aug2022 ¿ 07sep2022, 04oct2022 per time stamp). Events occurring on 04oct2022 took place during testing at abbott. The driveline was disconnected for a system controller exchange on 07sep2022 at 18:44:56. There were no notable events active in the log file. Pump operation was not affected. Upon initial observation, pin 4 was missing from the black power lead lemo connector. The system controller underwent preliminary and functional testing. The system controller did not pass the step of functional testing which measured continuity of the cable. It did not pass due to an open lead, which is consistent with the broken pin the black power lead lemo connector. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was returned with a 14v battery clip. The 14v battery clip and system controller were tested together and operated as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller passed all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the hospital when it was noticed that the battery clip was unable to connect to the white power lead. One of the pins was found to be broken on the battery clip. The system controller and battery clip were exchanged.